Manufacturer narrative:
There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure. This MDR is being reported according to the timelines specified per the FDA guidance for industry "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" (may 2020), following FDA notification of the deferred reporting.

Event description:
During a literature review, an article [1] was identified in which 6 of 751 patients experienced pericardial effusion in atrial fibrillation ablation procedures where the nrg transseptal needle may have been used for transseptal puncture in addition to other devices including other transseptal puncture devices (brk needle, sjm and safesept transseptal guidewire, pressure products ), 8-fr long sheath (sl0, af division, sjm, minneapolis, mn, USA), 3-d mapping system (carto3, biosense webster) and 3.5-mm externally irrigated-tip ablation catheter (thermocool or smarttouch, biosense webster). Three of the pericardial effusions required pericardiocentesis and 3 were managed conservatively. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. [1] arkles j, zado e, supple g, et al. Feasibility of transseptal access in patients with previously scarred or repaired interatrial septum. Journal of cardiovascular electrophysiology (2015); 26(9): 963-968.